Event description:
This event was reported as fungal endocarditis, septicemia with candida and fungus, mild to moderate aortic regurgitation with thickened valve leaflets and vegetation. No further information was provided.